Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently noticed that blood glucose (bg) level would take longer than expected to decrease than with a previous non-tandem pump. Customer's bg decreases within range as expected. Customer technical support confirmed settings are accurate. Recommendation was made to consult with healthcare provider regarding diabetes management.